Event description:
It was repored that during a ptca treatment procedure, the maverick2 monorail 30x2.25 mm balloon ruptured at 12 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a long, calcified lesion in a tortuous, 99% stenotic mid-distal right coronary artery. The physician used a terumo introducer sheath for vascular access, a heartrail guide catheter and an athlete guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.